Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap cholecystectomy. Clip applier worked fine at first(for the first three clips), surgeon has used before. Surgeon rapidly actuated the clip applier once, and the clip did not load/close properly. It fell off of the structure he was trying to clip. After this, the clip applier kept loading two clips. Everytime surgeon would try to load, one clip would be partly stuck in the jaws and another was loaded in the proper spot. Even when surgeon removed the extra clip, when surgeon tried to close the jaws, the clip would not close properly. Surgeon ended up just using another 5mm clip applier. Additional information received via email from account manager associate, on thursday, 27dec2018 there was no patient injury. An ctr21 trocar was used in the procedure. Surgeon loaded properly in the beginning. Surgeon rapidly actuated the clip applier once and clip did not load properly. After this clips were double loading. The trigger was squeezed plastic to plastic. Vessel was skeletonized prior to use of clip applier. Unsure if the apex or tip did not close. There are no photos or video available. Patient status:no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Clip applier worked fine at first(for the first three clips), surgeon has used before. Surgeon rapidly actuated the clip applier once, and the clip did not load/close properly. It fell off of the structure he was trying to clip. After this, the clip applier kept loading two clips. Everytime surgeon would try to load, one clip would be partly stuck in the jaws and another was loaded in the proper spot. Even when surgeon removed the extra clip, when surgeon tried to close the jaws, the clip would not close properly. Surgeon ended up just using another 5mm clip applier. Additional information received via email from account manager associate, on thursday, 27dec2018 there was no patient injury. An applied medical, ctr21 trocar was used in the procedure. Surgeon loaded properly in the beginning. Surgeon rapidly actuated the clip applier once and clip did not load properly. After this clips were double loading. The trigger was squeezed plastic to plastic. Vessel was skeletonized prior to use of clip applier. Unsure if the apex or tip did not close. There are no photos or video available. Patient status:no patient injury.